Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient received inappropriate therapy which ended with a shorted output stage detection error message. It was noted the shocks occured at the time of an unrelated surgery. A device download was successfully performed.